Event description:
It was reported that the device was used during a oesophagectomy. The device was used for anastomosis in this procedure. The device was fired and donuts were checked. However, upon closer inspection the staples had not formed. The surgeon had to take down the anastomosis and perform one through an otomy in the neck. About 2 hrs were added to the case.